Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have generator defects related to electrical and fiberoptic defects leading to error c-33. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, c-33 errors appeared on the integrated electro surgical unit. Customer changed the settings from swift to classic and the error persisted. The procedure was aborted with no reported injury.